Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device sounded like it was getting a reading and alarming, however none of the display was illuminating. There was a slight flickering. The sound fault led d16 was illuminated on the system board. Component q40 was found to be shorted. When the sensor is attached, some of the signals coming out of the u15 drop in voltage. (Segment and duty signals). The system board was replaced with a known good one and the device functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported: I have a pulse-oximeter masimo rad 5 that shows an anomaly; when I put the sensor on the finger, instead of showing the values the display turns off even if the unit remains on; only when there is an alarm (for example when I remove the finger) the display turns back on; seems has been erroneously set a particular modality; I can try to solve the issue or is better if I send it to you for a device check? I also tried to disable the "sleep" feature but seems the issue is not due to that option; the pulse-oximeter, when obtains the values, turns off the display but still gives the tones for the pulse rate. Also, the led for battery level are flashing abnormally so I think the unit is defective. No consequences or impact to patient.